Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted a container with donut received. There was additional hole in the tissue donut. Eccentric washer was tight. The instrument was fully applied. The green bar was not visible in the indicator window and the safety feature was not engaged. The staple guide was attached to the instrument with no damage and its pressure ridges indicated that the staples had been fired. The pusher fingers kept intact when the handle was actuated. Microscopic inspection of the knife noted staple divots. The anvil of the instrument was tilted. The anvil cutting ring had deep traces of knife impression and the ring was received completely severed. Functional testing found the wing nut and safety functioned properly when the twist knob was rotated. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media with acceptable results. Pusher-fingers and knife advanced when the handle was squeezed. The knife cut the media cleanly and completely despite its blade damage. The device produced all audible, tactile and visual indicators. It was reported that the donut formed poorly or was missing completely after firing. The reported issue was confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: "this device was designed, tested and manufactured for single patient use only. Reuse or reprocessing of this device may lead to its failure and subsequent patient injury. Reprocessing and/or resterilization of this device may create the risk of contamination and patient infection." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, when the donuts were checked after anastomosis, in addition to the hole of the center rod, large holes were found in the hollowed donut and was damaged. No damaged noted on the anastomosed tissue so it was not fixed. In addition, there was no problem with leak test. There was no patient injury.

Manufacturer narrative:
Additional information: b1, b5, g4, h1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, when the donuts were checked after anastomosis, in addition to the hole of the center rod, large holes were found on both sides of the staple line. It was only found on the anal side and no damage on theoral side of the hollowed donuts. In addition, there was no problem with leak test. It was also reported that there was tissue damage.